Manufacturer narrative:
Device returned to manufacturer: the device was returned loaded inside a sterling catheter. The guidewire was able to be unloaded without issues. The returned guidewire was in good condition and no issues or anomalies were observed. The distal tip of the guidewire was intact. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon froze on a wire. The target lesion was located in the superficial femoral artery (sfa). A 4.0 mm x 80 mm, 80cm ranger drug coated balloon (dcb) was advanced to dilate the sfa. After dilatation was performed, the balloon was deflated, but while attempting to remove the ranger, the balloon became stuck on the v-18 wire and could not be pulled back. Therefore, the v-18 wire and the ranger balloon were removed together and the procedure was completed. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon froze on a wire. The target lesion was located in the superficial femoral artery (sfa). A 4.0 mm x 80 mm, 80cm ranger drug coated balloon (dcb) was advanced to dilate the sfa. After dilatation was performed, the balloon was deflated, but while attempting to remove the ranger, the balloon became stuck on the v-18 wire and could not be pulled back. Therefore, the v-18 wire and the ranger balloon were removed together and the procedure was completed. No patient complications were reported in relation to this event.